Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The product has been received by zimmer biomet, and the investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the driver was found chipped during inspection. No occurrence during a procedure was reported. There was no patient involvement. Attempts have been made and no further information has been provided.